Event description:
During device f/u on (B)(6) 2011, oversensing episodes with 125ms period were recorded in both cavities the same day. Preliminary analysis identified such episodes in previous f/u saved files (f/u performed on (B)(6) 2010 with episodes recorded on (B)(6) 2010). Clarifications and additional data were requested for investigation.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.